Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported failure mode. The instrument was installed on an in-house da vinci system and failed a latex cut test. The scissor blades did not cut cleanly through (B)(4) latex. The latex snagged at the scissor tips. The blade edges were undamaged, however the edges exhibited wear at the tips, negatively affecting the instrument's cut performance. Failure analysis investigation also found the following additional damages to the instrument: the instrument's tube extension exhibited removed pad printing. The tube extension had a scratch on the surface where the pad printing was removed. The scratch measured approximately 0.275 in length. Failure analysis concluded that the removed pad printing may be due to mishandling/misuse. No other damage was found. 80 - the instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the scissors on the monopolar curved scissors instrument were noted to be dull. The planned surgical procedure was completed using a new instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.